Event description:
It was reported that patient needed assistance setting up new patient electronic system (pes) and had difficulty taking a reading. Physician reviewed merlin net backend and confirmed that the patient was using a new pes, not re-pairing existing pes. Pes was paired, patient had electromagnetic interference (emi) in reading. After repositioning on pes, the patient was able to take a reading free of emi and transmission was successful. Physician spoke to patient on 15oct2024 and reported difficulty taking reading. The troubleshooting included assistance setting up new pes for patient, also sensor serial number was provided. Pes was paired to patient. Global system for mobile communications (gsm) 3 bars. Physician started reading with patient on pes. Multiple positions were tried with no success then the readings were able to be taken once the patient's head was on the headrest and their spine was shifted left by 2 inches. The patient was advised that they were not in the correct position to take the reading.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of interference between the heartmate 3 left ventricular assist system (lvas) and the cardiomems device was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined; however, the event was thought to be related to patient positioning. The heartmate 3 lvas was not returned for evaluation. The serial number or other identifying information related to the identity of the heartmate 3 lvas was not reported and was unable to be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.